Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver had no audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. A manual test was performed and failed. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker. Labelling indicates: the dexcom g4 platinum continuous glucose monitoring system dexcom share system is a glucose monitoring device indiated for detecting trends and tracking patterns in persons 18 years and older with diabetes.